Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). (B)(4). Visual and functional inspections were performed on the returned device. The shaft separation was confirmed; however, the inflation issue could not be confirmed. The balloon was returned tightly folded and when pressurized, inflated and held pressure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the moderately tortuous, heavily calcified, right coronary artery (rca) during post dilatation the nc trek was advanced through a non-abbott guide catheter and at the stented lesion could not be inflated. During the attempt to remove the device it was noted the proximal shaft detached into two pieces but was successfully removed from the anatomy. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.